Event description:
In 2006 a patient had a problem with the kendall dialysis catheter. The customer alleges "that while flushing back (during the dialysis treatment) the catheter below the blue hub came apart. The staff clamped the catheter and stopped any potential blood lose. No patient injury occurred and the catheter was reinserted the next day. The staff was unaware of the product number, it was implanted elsewhere."